Event description:
Manufacturer¿s visual analysis of the driveline boot cover revealed a crack.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿ driveline cover, d4: model #: 1175, catalog #: 1175, UDI #: (B)(4). D10: no. H3: yes. H5: no. H6: patient code(s): c50675. H6: device code(s): a0404. H6: annex g code(s): g04037. H6: annex f code(s): f26. H6: annex e code(s): e2403. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d11. Product event summary: the driveline cable and the driveline boot cover were not returned for evaluation. No device allegations were reported against the driveline boot cover. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous repair was worn out and there was new damage to the driveline's outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Additionally, visual evidence revealed a crack on the driveline boot cover. The most likely root cause of the reported driveline cable damage and observed driveline boot cover damage may be attributed to improper handling and/or wear over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a previously repaired driveline sheath was damaged, worn and torn. A servicing repair was performed and the driveline remains in use. No patient complications have been reported as a result of this event.